Manufacturer narrative:
Skin irritation is listed in the instructions for use. A device from complaint lot was returned unused in its original packaging. The provided IFU states the following: "possible allergic reactions or access site infection should always be considered. A sterile inflammatory response possibly associated with the use of the product in conjunction with latex and powdered non-latex based gloves have been reported with the use of this product." Per specification, quality control personnel verifies lubricity and durability of product. No conclusive evidence exists to contradict the statements of the event, the complaint is confirmed based on prior similar complaints of sterile inflammatory response. Without a pathology report from the described event, it is difficult to determine with certainty why the failure mode occurred; however, the skin irritation may be a result of device used in conjunction with latex gloves. Additionally, risk assessment indicated that risk reduction activities were recommended and, therefore, corrective action was previously initiated. We have notified the appropriate internal personnel and are continuing to monitor complaints for similar events. A (B)(4) was previously assigned due to prior similar complaints, implemented on (B)(4) 2008, and was verified effective on (B)(4) 2008. Recently, risk analysis indicated that risk reduction activities were recommended and, therefore, additional corrective action was initiated based on recent complaints. The risk-to-benefit analysis was updated and offered the following conclusion: although the reported occurrence rate has increased, the potential severity of the sterile inflammatory response remains moderate. The benefits, including easier sheath insertion and removal, reduced incidence of radial artery spasm and diminished pain, are notable. Consequently, the benefits of the device outweigh the noted risks and it should remain available to the market while continuing to pursue activities to minimize the associated risks.

Event description:
The customer has noticed an increase in patients returning after procedures where this device was used with granuloma. This was reported because of the increase and an article regarding this issue and it being linked with the sheath. From the information provided by the reporter, a foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Citation: zellner et. Al, (2010) sterile radial artery granuloma after transradial cardiac catheterization, (76) pp673-676, catheterization and cardiovascular interventions. (B)(6) 2010: from the information provided by the reporter, a foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. (B)(4). Device not evaluated by manufacturer. Due to the age of the returned devices (4 years past shelf life), a device failure analysis was not be performed, since any information obtained from the device failure analysis form (dfaf) would provide inaccurate data that would likely be attributed to the age of the device. Method: actual device not evaluated, no testing methods performed, manufacturing review, labeling evaluation. Result: no results available since no evaluation performed. Conclusion: unable to confirm complaint. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), quality control, and specifications of the device was conducted during the investigation. The complaint device was returned; however, due to the age of the returned devices (4 years past shelf life), a device failure analysis was not be performed since any information obtained from the failure analysis would provide inaccurate data, that would likely be attributed to the age of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints.